Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging pad and charging cable to charge the pump, leading to the pump shutting down. Reportedly, customer was also using a non-tandem provided wall adapter. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully charge the pump with an alternate set of tandem-provided charging supplies.